Event description:
The user facility reported their unit had flooded and was leaking water onto the floor. The facility reported a 5-10 minute procedural delay as the facility had to hand wash the device being processed before use in the patient procedure. No injuries were reported.

Manufacturer narrative:
A steris service technician arrived at the facility and was informed that a hospital employee had initiated a diagnostic cycle, left the room and found water dripping from the front and side of the unit upon her return. The hospital employee cancelled the cycle and placed a towel on the floor to clean up the water which had leaked. The steris technician evaluated and repaired the unit, performed a test cycle and returned the unit to service. The unit was installed in february of 2012 and is currently under a steris service contract. The last pm was performed on september 30, 2013 at which time the unit was confirmed to be operating to specification.